Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial:(B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller is dead today. Controller will not power on. Patient stated they charged the controller on sunday and the controller was fine and charged the ins. Patient stated they used to hear a rattling inside the controller months ago this year 2024 but they don't hear the rattling anymore. Asked patient to reset the controller and plug controller into the outlet and patient said they did not have the ac power cord with them as they are at work. While removing the bp from the controller the battery pack came apart and patient could not get bp together. Patient asked to replace the bp. Patient stated he is an electrical engineer and very sure there is a problem with the controller. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack device.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3:analysis of the 97745 programmer (rtm) (serial number ) revealed broken stim button bosses as well as lithium ion battery contacts broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.